Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the number of patient is unknown lot number: 222co20212 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed. As noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Test to the production batch of product retention samples (lot:222co20212) , the test was pass.

Event description:
The user was noted to have reported via email, as follows:I had a self test kit and when I administered the test, I noticed a cloudy white blob in the tube of liquid. When I put the swab in, it did not break up. I didn't think I had seen anything like this before, so I opened another box that I had and there was nothing like that in either of those tubes. Could this affect the results of the test? I got a positive result on that test. I took 3 more tests over the next 2 days and all 3 gave me a negative result? How do I know which one is correct? Is it possible there was something wrong with the first test that contained the cloudy blob, maybe contaminated? Thank you in advance.